Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2019-10-18 09:55:53 cst pli# 10 product ID# 8637-20 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-jul-2015, UDI#: (B)(4). He pump was returned, and analysis found no anomaly of the pump. The catheter was returned, and analysis found damage to the transition tube and a kink was observed in the catheter body. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare professional (hcp) via a clinical study regarding an implantable intrathecal pump. The indication for use was non-malignant pain peripheral neuropathy. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.